Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported noted lipid fluid leaking between the max zero connector and the nonbd low sorb straight tubing. IV setup replaced however approximately 3 hours later leaking was noted again and the max zero connector was replaced. There was no patient harm.

Event description:
The customer reported lipid fluid leaking between the maxzero connector and the non-bd low sorb straight tubing. The IV setup was replaced however approximately 3 hours later leaking was noted again and the maxzero connector was replaced. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a fluid leak was neither confirmed nor replicated. The customer-provided components were functioning effectively during the investigation. No indications of a leak site were observed anywhere along the tubing configuration. The root cause of the reported failure was not determined.